Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of hypersensitivity is listed in the xience alpine, everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2018, a 2.50x15mm xience alpine stent was implanted at the mid left anterior descending artery. The next day ((B)(6) 2018), the patient had shortness of breath. Patient believes this is due to her nickel allergy from the previously implanted stent. No treatment has been reported. Physician has not confirmed allergy diagnosis and is uncertain about device relationship to event. No additional information has been requested.

Event description:
Subsequent to the initially filed MDR report, a user facility medwatch report was received and additional symptoms of persistent coughing and itchiness were noted by the patient. Additionally, the patient has been patch tested for metal allergies and a severe contact reaction was noted to nickel, cobalt and chromium. Patient confirms patch testing was never done before the procedure and neither did the physician inquire about potential allergies. No additional information was provided.

Manufacturer narrative:
Patient codes: 3191 not labeled. Internal file number - (B)(4). Correction - date of event changed from (B)(6) 2018 to (B)(6) /2018. Correction - implanted date changed from 4/25/2018 to 5/25/2018 correction: MFR site - reg# changed from (B)(4) to (B)(4).